Manufacturer narrative:
(B)(4). On (B)(6) 2012, (B)(6) pharmacovigilance received the following information from a physician. On (B)(6) 2012, the patient was hospitalized for peritonitis and treated with unspecified antibiotic therapy. On an unreported date, the patient was discharged from the hospital. On (B)(6) 2012, the patient had not recovered from the peritonitis and had to be rehospitalized for the event. On (B)(6) 2012, peritoneal dialysis (pd) therapy was temporarily withdrawn. On an unreported date, the following week, the patient was restarted on pd therapy. The physician confirmed the cause of peritonitis was due to an infectious etiology and a break in aseptic technique, during the pd procedure in poor sanitation of the patient's house. On an unreported date, the patient was retrained on aseptic technique and cleaning of the patient's house was performed. This report of use error - breach in aseptic technique was confirmed, because it was reported break in aseptic technique by customer described as poor sanitation of the house. However, the assignable cause could not be determined. Instructions related to the reported problem are contained in the product labeling, are accurate and sufficient, and easily accessible by the patient. No issues were identified with the product labeling that would contribute to the reported problem.

Event description:
This report was received from global pharmacovigilance (gpv) and is a spontaneous report from a nurse with supplemental information provided by a physician from (B)(6) of break in aseptic technique and peritonitis in a patient (in her 30's) coincident with peritoneal dialysis (pd) therapy. During a call with baxter (B)(4) technical services, the following was reported. On an unreported date, the patient's coupling tube appeared to be discolored, described as purple. On an unreported date, the patient experienced peritonitis and was hospitalized. Treatment was not reported. On (B)(6) 2012, global pharmacovigilance received the following additional information from a physician. On (B)(6) 2012, the patient began performing pd therapy with 1.5l fill volumes, twice a day for renal failure chronic. On an unreported date, the patient had a break in aseptic technique further described as pd (peritoneal dialysis) procedure in the poor sanitation of the house. On (B)(6) 2012, the patient was hospitalized for peritonitis. The cause of peritonitis was break in aseptic technique. On an unreported date, the patient was treated with unspecified antibiotics for peritonitis. Dianeal therapy was ongoing. The patient had not recovered from peritonitis. It was not reported if the patient was retrained on aseptic technique. The physician reported the peritonitis was unrelated to dianeal therapy. A request for additional information was made to (B)(4) pharmacovigilance on (B)(4) 2012 to clarify hospitalization dates and query the reporter if retraining on proper aseptic technique was performed.

Manufacturer narrative:
(B)(4). The devices involved in the incident were unknown. A sample is not required for use error as there is no allegation against the device. A 510(k) number will not be provided in the MDR as the product code and lot number are unknown. Since the lot number is unknown, a batch review will not be performed. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required. A follow-up report will be submitted if additional information becomes available.